Manufacturer narrative:
Date of event is estimated. Device information and date of implant are unknown.

Event description:
Related manufacturer report number: 1627487-2022-05345. It was reported that the patient was experiencing ineffective therapy on their left side due to high impedances. As a result, the patient's lead extension and ipg were replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported issue was confirmed. Analysis of the returned lead extension found an area on the terminal end lead extension segment where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the extension was subjected to while still in vivo.